Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a tonsillectomy and sinusectomy on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> it was reported: suture breakage. An opened folder and a needle/suture in two sections of product code 1215, lot # al1315 were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Several marks on the body needle were noted, also the suture pieces present dent and ends damaged (crushed) that appears to be by the use of a surgical instrument. In addition, a functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of the sample received, the assignable cause of the suture breakage suggest an improper handling of the sample.